Event description:
It was reported, that during centrifugation with 150 bd vacutainer® sst¿ ii advance plus blood collection tubes, gel smearing and air bubbles occurred. There was no report of patient impact. The following information was provided by the initial reporter: "during centrifugation, the gel rises and mixes with the serum, making the serum no longer suitable for testing". Centrifugation mode: 3000 rpm 10min.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.6. Investigation summary: bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for gel air bubbles and excessive gel quantity was observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination, and the issue of gel air bubbles and excessive gel quantity was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel air bubbles and excessive gel quantity. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text.